Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 47 mg/dl. As the customer's hands were shaky, the customer's sibling assisted with giving the customer carbohydrates. The bg level increased to 161 mg/dl. The customer did not know the cause of the low bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider. The customer understood and had no further questions.